Manufacturer narrative:
Add'l catalog #: 8042m0k3; lot # 1012206. Add'l MFR date: 11/01/2008. During a later follow-up with a bioform medical consulting physician on (B) (6) 2010, it was determined that the pt has ongoing superficial necrosis with a presence of an acneiform eruption in the area. Antibiotic, doxycycline was prescribed for the anti-inflammatory and topical care effects. Follow-up with the injecting physician reported the pt is now going to a dermatologist for treatment but is doing much better and the affected area appears to be healing. A review of the device history records indicates the reported lots # 1017800 and #1012206 met all specs prior to release.

Event description:
Physician reported a pt injected with radiesse dermal filler in the naso labial folds on (B) (6) 2010. The pt developed severe pain, swelling with multiple pustules in the area one day later. Physician believed an ischemic reaction had occurred due to the swelling and pustules present. Topical steroids, medrol dose pack, antibacterial ointment and aspirin were initiated for treatment.